Event description:
It was reported that the patient has complained about fizzling noises for some time now. In the meantime, the patient was seriously ill. Testing was carried out several times by the patient's audiologist, which shows 6 electrode channels with status "hi." Applying slight pressure to the implant site caused only 3 electrode channels to show status "hi."

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.